Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a thoracoscopic radical lung cancer procedure. The stapling device was being applied to the lung parenchyma. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, a new reload was used. There was no injury to the patient.